Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the longest user login attempt was 3.86 seconds. The device's configuration was changed to prevent slow performance, nic speed was changed from auto negotiation to 100mbps half-duplex, and the station's database was shrunk. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system experienced slow performance during an emergent situation. The patient's condition was reported as low heart rate and decreasing, the customer added that patient's heart rate was 37 bpm when users were able to remove robinol. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-oct-2021 to 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the bd pyxis medstation es system functioned slow and found the longest login took 3.86 seconds which is still within an acceptable range. A technical support specialist dialed into the station and changed nic speed was changed from auto negotiation to 100mbps half-duplex, and the station's database was shrunk, disabled selective usb suspend and disabled net bios to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system functioned slow during an emergent situation, patient's condition was reported as low heart rate, and experienced delay during administration of a medication. There were no adverse events or injuries reported based on this incident.